Event description:
A surgeon reports creases were observed on the intraocular lens optic following insertion. Enlargement of the incision was required to accommodate removal and replacement of the lens. Additional information has been requested.